Event description:
It was reported that the battery life of the device had diminished, leading to unexpected shutdowns, and the touchscreen was scratched. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional information was available regarding the customer¿s outcome.